Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 20 mmol/l with symptoms of nausea, vomiting, and weakness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter indicated that the pump should have alarmed for an occlusion issue, but didn't. There was no recorded occlusion alarm in the pump history. The reporter found that the infusion set¿s cannula was bent. The pump¿s occlusion sensitivity was set to low, but changed to high during the call. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.